Event description:
It was reported that during a routine device change out, a fluoroscopy revealed the lead insulation was abraded. No electrical anomalies were noted. The physician decided to continue using the lead. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.